Manufacturer narrative:
Product complaint # pc-(B)(4). H10 additional narrative: d10: device received h3, h4, h6: a review of the device history record. Device history lot a review of the receiving inspection (ri) for rod, 480 mm was conducted identifying that lot number bdk2tty was released in a single batch. Batch1: lot qty of 141 units were released on 17nov2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the receiving inspection (ri) for rod, 480 mm was conducted identifying that lot number bdkr8ve was released in a single batch. Batch1: lot qty of 140 units were released on 26aug2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: investigation summary the 55-year-old female patient underwent an unknown procedure treating adult idiopathic scoliosis on an unknown date. The procedure was completed without surgical delay. On an unknown date when she was under medical follow-up, it was found that two rods had broken as follows. 1. The short rod (either 179762480 or 196789480): it was implanted between left l5-s1 screws. 2. The long rod (179762480): it was implanted on a right l5 screw. On mar. 9, 2020 the patient underwent a revision procedure. The broken rods were replaced with rods, connectors, etc. Currently she is hospitalized. No further information is available. Flow: damage visual inspection: the implant was received at us cq and upon inspection the portion of the distal end of the rod was broken, the broken piece was not returned. The rod was also bent towards the proximal end. A device failure was identified. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: a definitive root cause for the complaint condition could not be determined based on the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a revision procedure to replace broken rods. The patient originally underwent an unknown procedure to treat adult idiopathic scoliosis on an unknown date. On an unknown date during a medical follow-up, it was found that the following rods had broken: the short rod that was implanted between left l5-s1 screws. The long rod that was implanted on a right l5 screw. Concomitant devices: unknown set screws (part # unknown, lot # unknown, qty unknown), unknown screws (part # unknown, lot # unknown, qty unknown). This report is for one (1) hex end rod, 480 mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot number reported as bdk2tty, bdkr8ve. H11 corrected data: d1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.